Manufacturer narrative:
Patient information has been received.

Manufacturer narrative:
A philips service engineer inspected the system onsite and analyzed the log files. Analysis of the log file showed that the user pressed the automatic position control (apc) accept button and the float tabletop (panning) button at the same time. Philips has investigated this complaint and identified that when pressing or releasing both the apc (accept) button and the float tabletop (panning) button at the same time, there is a possibility that the system stops reacting to movement requests (table lock-up) and x-ray imaging becomes unavailable. This problem is caused by a software defect in azurion release 2.1.x. Philips has initiated a medical device correction/field safety corrective action (B)(4) and a new software release (B)(6) will be provided to customers which will resolve the issue. This new software release is planned to be installed for this customer by end of march.

Event description:
It has been reported to philips that during a cardiac procedure, x-ray and table movements were no longer possible. A system restart resolved the issue, and the procedure was continued. No harm to the patient has been reported to philips.